Manufacturer narrative:
A visual, dimensional and functional inspections were performed on the returned guide. The reported difficulty to advance/position and difficulty to remove were unable to be confirmed as the guide wire was able to advance and retract through a proxy balloon catheter without any resistance noted. A review of the electronic lot history record (elhr), corrective action tracking system database review and similar incident query for this product was not performed since the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and difficulty to remove. The noted stretched coils and bends on the tip appear to be related to operational circumstances of the procedure. The noted bend on the shaping ribbon likely occurred during advancement through the anatomy. The coils likely stretched as a result of the resistance with the balloon dilatation catheter (bdc) during retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, additional information was provided. An additional unknown bmw universal ii guide wire was returned with stretched coils and a bend in the shaping ribbon. Follow up information confirmed the device was used in the same procedure and there was no issue with the device. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery (rca). The bmw universal ii guide wire was advanced to the lesion. A balloon catheter was advanced over the wire with slight resistance noted. After inflating the balloon, resistance was met retracting the device over the guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.